Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending (dlad) artery with 90% stenosis, moderate calcification and heavy tortuosity. The 1.5x15mm mini trek balloon dilatation catheter (bdc) was used for pre-dilatation and met resistance with the anatomy during advancement. The balloon ruptured during the first inflation at 14 atmospheres (atms) for 15 seconds. The bdc was soaked in saline and was prepared (air aspiration) outside the anatomy prior to use. There was no resistance when the protective sheath was removed. There was no resistance during removal. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.